Event description:
Report received of patient in hospital on respirator. Responds to narcan. Patient had a refill a week ago and hospital doctor unsure what is programmed. Hcp seeking assistance in managing pump. Follow up with reporter revealed there was no indication of malfunction of the pump. The hospital staff needed help in managment of pump and prompt help was provided. Patient had multiple medical conditions and was taking many oral pain meds. Patient developed renal failure and has passed away as a result of their medical disease conditions.